Event description:
It was reported that during surgery, a 20.0 mm micro acutrak 2 bone screw was being implanted in the scaphoid following the surgical technique described by the manufacturer, using guide, guide wire, and drill. While advancing the screw, the surgeon noted resistance approximately two millimeters before full insertion. Under fluoroscopic visualization, it was identified that the screw had fractured proximally, approximately 3-4 mm from the screw head engagement surface. The fractured proximal fragment was removed, and the remaining portion of the screw was left in situ.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.